Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel..

Event description:
A us distributor reported that a patient developed a rash underneath the rear therapy electrodes. The patient saw her physician, and the physician determined that the irritation was caused by a metal allergy. The physician prescribed a cream for the irritation. The patient reported that the irritation was improving.